Manufacturer narrative:
The console was evaluated and repaired in the field on december 21, 2016. Error 213, 235, 302.13 and 202.11 were observed. The laser power supply was replaced. No further errors were observed. The system was tested and verified to meet manufacturer's specifications. The replaced lps s/n (B)(4) was received at the manufacturer on january 03, 2017. It was noted that the lps was discarded.

Event description:
It was reported that during green light laser vaporization of the prostate, a popping sound from the laser machine was heard and the laser shut down. An attempt to reboot the laser was unsuccessful. An alternative procedure (monopolar resection) was used to the complete the procedure. No injury to the patient was reported. Additional information was not reported.